Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: updated field: b5.

Event description:
The intended therapeutic procedure was completed with a similar device and without delay.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had a blocked air channel. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle was clogged by a foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the nozzle was clogged by a foreign material. Additional findings include the following: the old conformité européenne (ce) was replaced with a new ce label, there was a leak from the instrument channel, the insulation on the plastic distal end cover read 0 megaohm, the forceps passage had a leak, angulation in the up direction was not to specification, the right / left / up / down control knobs were loose, the plastic distal end cover had deep dents / scratches, the bending section cover adhesive was cracked, and the insertion tube had a buckle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that the nozzle was clogged with foreign matter, but it was not possible to identify the foreign matter. Due to channel leak failure, proper reprocessing may not have been possible and the foreign matter may not have been removed. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.